Event description:
It was reported that the customer experienced a malfunction on the pump, which caused their blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections without requiring assistance from a third party. The pump was included in a field correction, and while the customer initially declined a replacement pump, the case was closed by customer technical support after completing the form on behalf of the customer.